Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic the device was explanted on (B)(6) 2023, and was reimplanted with another cochlear device during the same surgery. This report is submitted on october 25, 2023.